Manufacturer narrative:
Date of event estimated. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient last connected to their ipg in (B)(6) 2023 to set their ipg into MRI mode, and the patient is unsure if the ipg was in MRI mode during the MRI. The patient also underwent an unrelated surgical procedure in (B)(6) 2023. The patient reported ipg was possibly off and did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient lost therapy. As a result, surgical intervention may take place at a future date to address the issue.